Event description:
Patient was in the bathroom and given the pull cord to the call bell. Pt. Can not reach the pull cord herself secondary to the placement on the wall. Pt. Was also unable to pull the cord as it is a "slider" and very hard to slide down with the pull cord as you would have to pull straight down to slide it into place for the bell to ring. Therefore, patient got herself up, tripped on her gown, fell to the floor and sustained 2 fractured ribs.====================== health professional's impression======================the inability to use the device caused the pt. To fall and fracture 2 ribs.